Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the endocutter echelon flex 60mm wasn't sterile due to the packaging issues. The paper isn't completely attached to the plastic of the primary packaging, so it isn't sterile. Looking the package is evident that the paper seems cut in a wrong way. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5773n. Investigation summary: the analysis results found that a long60a device was returned inside its original package. Upon visual inspection, it was noted that the tyvek was misaligned on the seal region causing a sterility breach. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The device history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.